Manufacturer narrative:
(B)(4). Partial lead with the connector pin measuring 15.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed. (B)(4).

Event description:
It was reported that the patient expired. An autopsy was performed after the patient expired and the device was found to be in backup vvi mode. It was noted that on (B)(6) 2015, the patient was in a collision, drove off the road, and was dead on arrival (doa) upon arrival at the hospital. The accident was reported to have occurred between 06:30am and 06:45am (est).

Event description:
Analysis of the ICD found an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material, consistent with that caused by arcing between the hv conductor and the ICD can.

Event description:
New information received states that an alert for high voltage lead impedance due to insulation abrasion was noted. Subsequent interrogation in 2013, 2014, 2015 showed all parameters were good. No further information is available.